Manufacturer narrative:
Summary of analysis: the reported prolonged therapy delivery was due to extensive damage internal to the hybrid which is characteristic of that caused by electrical overstress. The cause was not ascertained.

Event description:
The rptr indicated that during automatic defibrillation threshold testing, the device was successful at 12.5 joules and 9 joules. Following an unsuccessful 6 joules shock, a 30 joules shock was programmed to be delivered, but this did not terminate the arrhythmia. The next programmed 30 joules shock was never delivered to the pt, and he was rescued by external defibrillation.